Event description:
A talent stent graft system was successfully implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 34 months ago. Vessel morphology was reported as extremely tortuous and mild calcification. The f/u angiograms were unremarkable, until one month ago. The recent CT demonstrated the distal end of the contralateral limb had fallen into the aneurysm sac (MFR report# 2953200-2010-00203). The ipsilateral limb side of the main body was 1 to 2 cm inside left common iliac. The physician elected to extend both sides with iliac limbs. The contralateral limb was extended with an ixw2222c79axh to the internal-external bifurcation. The left iliac artery was extremely tortuous; a stiff guide wire was used to straighten the vessel. The physician inserted another ixw2222c79axh from the left femoral artery but the delivery system could not pass the tortuous iliac artery, the physician forced the delivery system and the delivery catheter kinked inside the artery. (MFR report# 2953200-2010-00205). The device was removed from the pt. The final angiogram revealed that there were no endoleaks and the case was ended. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Secondary intervention) - (B) (4): eval results: migration. Extremely tortuous vessels.